Manufacturer narrative:
Manufacturer received information from dealer that an invacare power chain broke and the user fell and broke her leg. The dealer was reluctant to provide information for the incident, stating it was the consumers fault. The serial number and model number have not been provided. MDR filed as a conservative measure based on alleged injury.

Event description:
The dealer alleges the consumer broke her power chair that has a 2nd generation tilt, causing her to fall and break her left wrist.